Event description:
A patient reported they had pain on their right side, which was the side the implantable neurostimulator (ins) was on. They also said they had a burning sensation where the "machine" is. It would come and go while they were sitting up or laying down in bed. It was noted that the patient would follow up with their healthcare provider (hcp). The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient had not been seen in the office since (B)(6) 2017 and was adjusted. They were unaware of the patient having problems with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.